Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customers blood glucose level was (155 mg/dl). Reportedly, the customer had loaded the cartridge with cold insulin. The customer was instructed to load a new cartridge with insulin at room temperature. The customer was not able to load a new cartridge at the time of the call with tandem technical support. Multiple follow up attempts were made to complete troubleshooting with the customer that were unsuccessful.